Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead caused the patient to experience phrenic nerve stimulation. The physician opted to use a new lead and different target branch for implant. The patient was hospitalized and this lead was explanted. No additional adverse patient effects reported.